Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oss tibial bearing catalog#: ni lot#: ni, unknown oss femoral catalog#: ni lot#: ni, unknown oss tibial tray catalog#: ni lot#: ni, unknown oss tibial bushing catalog#: ni lot#: ni, unknown oss yoke catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee procedure. Subsequently, around five months later, the patient underwent a revision procedure due to fracture of the locking ring.